Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis of the balloon catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The location and nature of the lesion is unk. The 12mm x 2.25mm apex monorail balloon catheter ruptured during the procedure under nominal pressure. The number of inflations and to what atms is unk. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status was reported as "good." Multiple attempts to obtain additional info were unsuccessful.